Event description:
It was reported that the customer had a button error alarm. Customer's blood glucose level is unknown. Also customer reverted to his former insulin pump to continue therapy. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, a scratched reservoir tube window, a broken belt clip slot, and a missing end cap sticker.